Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that a groshong PICC catheter was implanted in a geriatric patient on (B)(6) 2024. The catheter slipped into the patient's body due to an unstable connection of the extension tubing on (B)(6) 2024, and the catheter was surgically removed from the patient's body in the afternoon on (B)(6) 2024. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached catheter is inconclusive due to the state of the returned sample. One photograph of a groshong nxt proximal connector piece was returned for evaluation. An initial visual observation of the photograph showed the proximal connector piece attached to a statlock device. The distal end of the connector and the catheter tubing were not observed in the returned photograph. Use residue was observed on the device and statlock. No damage to the connector piece could be discerned from the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that a groshong PICC catheter was implanted in a geriatric patient on (B)(6) 2024. The catheter slipped into the patient's body due to an unstable connection of the extension tubing on (B)(6) 2024, and the catheter was surgically removed from the patient's body in the afternoon on (B)(6) 2024. No other information provided, at this time.